Event description:
It was reported that in the evening after implant, over- sensing was diagnosed as vf. Atp while charging was delivered and the hv therapy was aborted due to return to sinus. An issue in the sensing circuitry of the ICD was suspected. The lead was repositioned and the ICD was explanted.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported field event was confirmed via review of stored egms. The device was tested on the bench and ate and found to be normal. No sensing issues were found with the device, including cross-talk. It is believed that the cause of the field event is due to a lead anomaly.